Manufacturer narrative:
The reported event of ble unavailable was confirmed. Information provided indicated that it was determined that the ¿remote monitoring¿ feature was turned off and is required to be ¿on¿ in order to pair successfully. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.